Manufacturer narrative:
B3: date of event- publish date selected detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Harris, j., will, r., robinson, e., & finley, d. S. (2025). Rectal spacer gel displacement of the rectum during prostate cryoablation: a case series. Journal of urologic oncology, 23(3), 247-252. Https://doi.org/10.22465/juo.255000900045.

Event description:
It was reported that cellulitis occurred, requiring intervention. The purpose of this article was to describe a novel case series using rectal spacer gel to displace and protect the rectum during prostate cancer cryoablation. Fifty men with clinically localized grade group 1-5 prostate cancer underwent concurrent rectal spacer gel and primary (n=27) or salvage (n=23) prostate cryoablation using the spaceoar hydrogel and icepearl (2.1 mm/14 gauge) and/or iceseed (1.5 mm/17 gauge) cryoablation needle(s). Of the 50 cases, there was only one case with a complication of perineal cellulitis, as a clavien-dindo grade ii complication. The cellulitis was able to be resolved with an incision and drainage of the fluid collection and antibiotics. There were no further complications observed.